Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient states he has ulceration from 3 to 9 oclock to peristomal skin for some time now. Advised to use stomahesive powder and barrier wipes and sending samples will also be seeing an ostomy nurse next week.